Manufacturer narrative:
Corrected: the event was updated to a malfunction; there was no indication of additional surgery due to the burr hole cover breaking. It was replaced and the issue resolved all during the same surgery. Analysis of the burr hole cover, # (B)(4), found the base dimension out of specification. The base was broken on one side from the screw hole to the inner circle. The hole for the screw did not appear to have been formed properly and possibly contributed to the break. The 45 degree angle at the top of the hole was to extend smoothly 0.020 inches into the hole. The area was very uneven and not 45 degrees. The existing surface could not have been caused by overtightening of the screw that was provided. The underside of the hole where the crack occurred was not smooth. Only the base of the stimloc was returned. No available result device code for the burr hole cover.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative reported the burr hole cover broke when screwing it to the skull. The doctor saw it was cracked. It was replaced another burr hole cover. The issue was considered resolved. There were no patient symptoms reported. The patient outcome was noted to be alive with no injury. The indication for therapy was unknown. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.